Event description:
The operating room staff noticed four failed ascent reprocessed devices with excessive oil on the items. The presence of lubrication is uncharacteristic of device when purchased from the manufacturer. Items not biologically contaminated. This discovery was made during set up for procedure. These items were not used on the pt.